Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed that the camera image was lost and error code e216 appeared when the camera cable was twisted, which was found to be the cause of the reported image issue. A working camera cable was used to test and the camera image appeared and the device all functional tests. This report will be updated accordingly when new information becomes available later.

Event description:
Olympus was informed that the fault cable at camera head, as it turns the system was turned off and in addition, error display e216 was evident during inspection. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. Based on the results of the investigation, it was determined that image was not displayed and e216 error occurred due to faulty cable when the cable was twisted. As a note, e216 error occurs when an abnormality occurs in the communication between the endoscope and the processor. (Instructions otv-s300 chapter 10 troubleshooting 10.2 troubleshooting guide). It was recommended that the camera is passed to the workshop for replacement of the faulty camera cable, adjustments to be completed, full inspection and electrical safety test. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.